Event description:
As reported by the edwards field clinical specialist, during device preparation there appeared to be a leak originating from the plastic hub of the retroflex3 delivery system. The delivery system was exchanged for a new one, and no leak was noted with the new catheter.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation in a used condition; however, the device had not been used in the patient. The device was visually inspected for defects. The strain relief was removed and no damage was noted. No damage was found on the balloon, y-connector area, or along the catheter. The balloon was successfully de-aired and sized with the crimper. No leaks were observed in the balloon, the y-connector, or anywhere else along the delivery system. The balloon was prepped and inflated to nominal size to ensure that the balloon can hold the outer diameter specification at nominal volume. During prep, the device was able to be de-aired successfully. During diameter measurements, the balloon could maintain its size and no leak paths were observed. The balloon outer diameter was measured and found to be within manufacturing specifications. During engineering evaluation the device was de-aired with an 80% saline and 20% contrast solution. A fluid leak through the plastic hub of the balloon catheter was not observed as reported in the complaint. A device history record (DHR) review of the affected work orders did not reveal any issues that could have contributed to the reported complaint. All product verification samples were tested and passed inflation, deflation and burst requirements. All units from these lots passed the air leak test. The device was air dried for approximately two weeks prior to subsequent testing to ensure residual fluid from use and testing was not obstructing potential leak channels. The delivery system was air leak tested for 3 trials with the pressure decay tester. The delivery system failed the air leak test after air-drying. A red dye test was performed by inflating the balloon with red dye. Red dye was observed in the y-connector between the balloon port and guidewire port through the adhesive around the guidewire lumen, but did not travel through to the guidewire port. The y-connector was again visually inspected for leak paths post red dye test. A potential leak path was observed. It is possible that the re- introduction of fluid into the device caused residual fluid or residual saline salt crystals to block the leak path from extending further to the guidewire port. Although a de-airing issue was never observed in the returned device, the fact that the unit failed air leak test confirms a non-conformance. The root cause was determined to be insufficient adhesive at the guidewire shaft and y-connector bonding site resulting in a leak path in the y-connector to the guidewire shaft bond. Per manufacturing guidelines, there is a 100% leak test performed. The y-connector bonds are 100% inspected for voids, bubbles, or visual defects. Manufacturing guidelines also state to ¿reject any components where the adhesive is covering less than 90% of the bonds surface, or if there is any visual indication of leak path, excessive adhesive on the outside of the y-connector, evidence of adhesive within the outer shaft or gw lumens, particulate capture, burns, or other visual defects.¿ these inspections make it unlikely that a pre-existing leak path was present during the manufacturing process. It is difficult to determine if the leak path condition of this specific unit was missed in manufacturing or if it developed at some point after completion of the manufacturing process. The IFU steps for prepping the rf3 delivery system are to first de-air the system and then to inflate the balloon inside the balloon gauge until the balloon reaches the correct diameter when fully inflated. After the balloon is properly sized, the balloon is deflated. The prepping and balloon sizing make it highly likely that a y-connector leak path would be detected before being introduced into a patient. A manufacturing non-conformance was confirmed on the returned device. A re-training was performed to reject for leak paths in the y-connector to guidewire lumen bond and to have a minimum of 90% adhesive coverage in the bond area. However, the complaint device was released for distribution prior to the implementation of these corrective actions.